Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to clean out the obstructive material/debris around the outflow graft. The patient went to the clinic on (B)(6) 2021 where a computed tomography (CT) scan was repeated with contrast and it showed an increase in the obstruction from 50% to 60-70%. The patient had some increased shortness of breath and intermittent dizziness spells, but otherwise had no new symptoms. The patient seemed to have more frequent low flow alarms. The log file review captured low flow flags, which did not persist long enough to trigger low flow alarms. There were no other unusual events in the log file. The patient was sent back to the operating room for intervention. A subxiphiod incision made and the outflow graft and bend relief were exposed. The bend relief was cut open and 3 inner plastic rings were pulled out and removed. The bend relief opened up and the tissue collection that caused the compression was removed. The tissue collection was sent to pathology and the bend relief would remain open. The ventricular assist device (vad) parameters were flow of 2.6 lpm, 5100 rpm, pulsatility index (pi) of 8.2 and power of 3.5 watts and the vad parameters at the end of the procedure were flow of 2.8 lpm, 5100 rpm, pi of 3.6 and power of 3.6 watts. The pathology report of the outflow graft material that was built up showed a yellow-orange gelatinous synthetic material with no soft tissue present. The patient continued to have low flows, but better. The flow was at 2.8 lpm, pi was at 9.4, power was at 4.0 watts, and 5100 rpm. The doppler was 96 and the patient was started on lisinopril, but was not tolerating it so it was stopped. The patient would be back to the clinic on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an obstructive material around the outflow graft was confirmed through review of the submitted images. Review of the submitted log files confirmed a low flow fault that did not last long enough to trigger a low flow alarm. A specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file submitted prior to the surgery captured one transient low flow fault that did not last long enough to trigger a low flow hazard alarm. The log file submitted on (B)(6) 2021 did not capture any low flow events. The pump operated as intended at the set speed. The account submitted a video and CT images for review that appeared to show a cross section of the outflow graft that was partially obstructed. Additional images were submitted that showed the obstructive material removed from underneath the bend relief. An image of the pathology report was also submitted that described the obstructive material as a yellow-orange gelatinous synthetic material with no soft tissue. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported at this time. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 (hm3) pocket guide to alarms for clinician use (rev. C) and the hm3 left ventricular assist system (lvas) pocket guide to alarms for patient and caregivers (rev. C) are also currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.